Event description:
Caller reported a malfunction on pump with code malf 5. There was no adverse impact to the customer's blood glucose level. Technical support assisted caller in resetting pump, which resolved the issue, allowing customer to continue using pump without further problems. Caller was advised to contact technical support if malfunction recurs.